Event description:
Have used product at least three times previous, with no adversities. The third injury was on (B)(6), by my oro. On (B)(6), I got up with swelling(fluid) in the knee, plus warmness. Went to doctor on (B)(6) 2013 (after weekend passed) and he had not seen this reaction before in any pt using synvisc, and he said some infection was present. It was difficult to do steps or walk normally. Just now ((B)(6) 2013) knee is smaller and not as warm. He had me increase celebrex to 400 mg for 1 week only. I was surprised at this reaction, as before it had not happened to me with this med. (I am not wanting knee replacement, hence use this treatment about every 6 to 8 mos.) Now I am not sure about it's safety. I called distributor, and they told me to go to my oro and see what he recommended.) Dates of use: (B)(6) 2011 - (B)(6) 2011. Reason for use: knee problems. Dose: 2ml, 3x 2ml syr.